Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sensor broke in his skin. Customer stated that the sensor worked fine for the first days but on day 5 it started to get low signal and inaccurate readings. Customer stated that when he pulled out the sensor, some of it broke off. Customer was able to remove the piece with tweezers. The tip was bent at 90 degrees. Blood glucose value is 94 mg/dl. Nothing further reported.

Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found no broken cannula during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened/used.